Event description:
It was reported that the device would not deploy into the biopsy site. The customer was able to use another marker (third) mammomarker to complete the biopsy. There were no patient consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Introducer sheath detached from handle. Evaluation summary: the analysis results confirmed that one mam3008 applier (a) was received with the tube detached from the handle and the collagen plug with a clip present. Functional test could not be performed due to the condition of the returned applier. A corrective action has been initiated to address the root cause of the deployment issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the mam3008 applier b found that it was received with the introducer tube detached from handle and with the tip sheared off (see attached picture). Additionally, the rod was noted bent at proximal. In addition, a corrective action has been initiated to address the root cause of the deployment issues and the introducer tube tip sheared off. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # f9gn19, expiration date: 04/2014. Manufacturing date: 05/2009. Introducer sheath detached from handle, damaged rod-stiffener rod assem.